Event description:
It was reported by the customer that the nurse heard alarm from iabp. Went in the room and leak alarm was silenced. Restarted the iabp and the leak alarm alarmed again. She then noticed bright red blood in the inner balloon lumen. The blood was almost to the pump and the nurse stopped pumping, put the iabp pump on standby, and clamped the iabp catheter.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).